Event description:
It was reported that during a radial artery harvest procedure, the white pad on non-active blade coming off lcs shear. Unknown how case was completed. There was no patient consequence.